Event description:
(B)(4). The dentist reported that 3 years after the dental implant was installed and it was verified its loss osseointegration. The dental implant was installed in bone type iii and immediate load was not performed.

Manufacturer narrative:
(B)(4).